Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the solution became opaque related to the clearlink system secondary medication set. The event was further described by the reporter as ¿soon as they started priming the lines, the solution became opaque¿. The device was primed with an unspecified antibiotic. The event occurred before use; therefore, there was no patient involvement. No additional information is available.